Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) upper display screen was not working. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) display was out of specification. It was also indicated that the output connectors assembly and other external components were broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.